Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the pliers have the nose broken. As the broken nose was not sent back for investigation we are not able to determine the exact cause of this occurrence. We are not aware of any similar occurrence regarding to this lot. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We can only assume that a mechanical overload during use caused this breakage.

Event description:
It was reported that a prong broke off the bending instrument. This is report 1 of 1 for complaint (B)(4).